Manufacturer narrative:
New footswitch was shipped to customer to install at their facility.

Event description:
It was reported that while the patient was being prepped for surgery and under anesthesia a footswitch error occurred. The footswitch would not work, error message no footswitch was displayed on console. The procedure was postponed to a later date. There was no injury to patient reported.